Manufacturer narrative:
Citation: chamandi et al. Long-term outcomes in patients with new permanent pacemaker implantation following transcatheter aortic valve replacement. Jacc cardiovasc interv. 2018 feb 12;11(3):301-310. Doi: 10.1016/j.jcin.2017.10.032. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term clinical impact of permanent pacemaker implantation (ppi) after transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between may 2007 and february 2015. The study population included 1,629 patients (predominantly male, mean age 81 years), 411 of which were implanted with medtronic corevalve and 367 with evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 716 deaths occurred. Based on the available information medtronic product may have been associated with the dea th(s), but none were directly attributed to medtronic product. Among all patients, adverse events included: arrhythmia (complete heart block, sinoatrial node disease, bradycardia, left bundle branch block + first degree atrio-ventricular block) requiring permanent pacemaker implant, stroke, myocardial infarction, major vascular complications, major bleeding, and hospitalization. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.